Event description:
It was reported that this pacemaker system exhibited a lead safety switch (lss) on the right atrial (ra) lead. This patient was not enrolled on latitude nxt, therefore there was no data to review; however, technical services (ts) stated no magnetic resonance imaging (MRI) should be perform at this time. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.